Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this atrial lead was dislodged confirmed by fluoroscopy. A revision procedure was performed. Attempts to reposition this lead were unsuccessful as the lead could not be secured into the heart tissue. This lead was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.